Manufacturer narrative:
The product was returned for evaluation. The lens was returned in a dried condition with bent haptics. One haptic is cut or torn off and is missing and a piece of the optic is cut or torn. Lens dislocation cannot be confirmed through device evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the limited information provided, we are unable to determine a root cause.

Manufacturer narrative:
Additional information received indicating the lens was exchanged with a different model iol of a different diopter utilizing a capsular tension ring. Patient related factors (capsular weakness) caused lens dislocation, therefore; this event is deemed not related to the device and is no longer reportable.

Manufacturer narrative:
The device has been received but has not yet been evaluated. The investigation is ongoing.

Event description:
It was reported that an intraocular lens (iol) was explanted approximately 4.5 months after initial implant due to dislocation. At this time, another iol of the same model and different diopter was implanted, however the doctor decided after implant to use another lens. The second lens was removed intraoperatively by cutting the lens in half. No incision enlargement or sutures were necessary as a result of the intraoperative lens removal. The second lens was replaced with a lens of a different model and diopter. Though requested, no additional information has been received.